Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to section h6. Based on the available information, the root cause of the reported issue of the light adjustable lens implanted backwards during cataract surgery was likely due to use error as the delivery technique did not follow the device instructions for use.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A surgeon reported to rxsight that a light adjustable lens (lal, sn (B)(6), +22.5d) was implanted backwards. A small capsule tear occurred while the surgeon was flipping the lal to the correct orientation. After flipping the lal, the surgeon placed the lal into the sulcus and closed the incision with sutures.